Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ap1733, and no non conformances / manufacturing irregularities were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the procedure date? Don¿t know. What was the initial procedure? Don¿t know. Could you please confirm what was broken (suture or needle)? Please clarify needle.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, at the time of use, the needle broke when the skin was sutured. There were no adverse patient consequences. No additional information was provided.